Event description:
It was reported that a failure to aspirate occurred. The 70% stenosed target lesion was located in a severely calcified and mildly tortuous superficial femoral artery. A 2.1mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. During the procedure, after 5 minutes of use, the jetstream stopped aspirating properly. The jetstream was removed from the patient and primed again. As it was attempted to advance the catheter back to the lesion over the wire, it was unable to advance. A new jetstream was selected to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that a failure to aspirate occurred. The 70% stenosed target lesion was located in a severely calcified and mildly tortuous superficial femoral artery. A 2.1mm jetstream xc atherectomy catheter was selected for the atherectomy procedure. During the procedure, after 5 minutes of use, the jetstream stopped aspirating properly. The jetstream was removed from the patient and primed again. As it was attempted to advance the catheter back to the lesion over the wire, it was unable to advance. A new jetstream was selected to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed and found no damages. Device to device interaction test was performed and the device was able to track over a test guidewire. The device was functionally tested by connecting it to a jetstream console. The device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the failure to evacuate and failure to advance to lesion.